Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was using the al326 and applied one clip to the cystic artery which went on fine. When he went to put on the second clip, he squeezed the handle, everything seemed fine, he released the handle pressure and realized the artery had been cut. The surgeon grasped the distal portion of the artery with a grasper and used a ussc clip applier to ligate. There was significant blood loss of an unknown amount. The patient was given some type of medication IV and a drain was placed. The case remained laparoscopic. No other information is known at this time.